Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm condition indicating a battery charging issue was observed. The device's detachable battery was found to be faulty and needs to be replaced to address the issue. Additionally, the front enclosure was found to be cracked and was replaced to address the issue. The device was tested and passed all final testing.